Manufacturer narrative:
Reported event: an event regarding patient factors involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: the available medical records were provided to the consulting clinician for a review which was rejected stating, " no imaging studies, no operative reports, no laboratory reports. Based upon the information available for review, no confirmation of a correlation between the clinical course described and the mako procedure or instruments employed. Creation of a medical report is not possible for this case." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: it was reported that the patient's left knee had pain, stiffness, effusions. The available medical records were provided to the consulting clinician for a review which was rejected stating that no imaging studies, no operative reports, no laboratory reports. Based upon the information available for review, no confirmation of a correlation between the clinical course described and the mako procedure or instruments employed. Creation of a medical report is not possible for this case. The event could not be confirmed nor the root cause be determined because insufficient medical information was provided. Further information such as medical documentation and returned devices are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Surgeon reported he is experiencing a high complication rate with patients whose primary procedures were mako procedures. The nature of the 10 cases is unknown at the time of report. Complications reported include effusions, pain, stiffness, possibly requiring 'scopes' and/ or poly exchanges. The nature of intervention for each of the 10 patients is unknown. Update: clinician review of additional information received indicates patient had a left knee aspiration of 15ml bloody fluid.